Manufacturer narrative:
A evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "upon inspection noticed a smell and knew that the inside cement ampoule were broken."